Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced an error alarm with loss of placement signal. The console was replaced to address the issue. No patient harm reported.

Manufacturer narrative:
The device was returned for evaluation. Complaint cause is a known pattern failure characterized by temporary loss of placement signal. No repair will be necessary as the issue has a low probability of reoccurrence, lasts only up to 10 minutes. If needed, patient hemodynamics and impella position can be monitored with imaging. The root cause is unable to be determined. This report is being filed as part of a retrospective review of historical records.